Event description:
Reportedly, patient expired approximately after an implant duration of 1 month (in 2007, after an implant date of the month before). Information received from family states death was due to congestive heart failure. Per response from surgeon, cause of death was not confirmed; device was not explanted and did not cause or contribute to patients death.

Manufacturer narrative:
Device not returned.